Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle bent during the injection, and took longer to dispense "24 units" of insulin after counting for "5 seconds". The consumer reportedly "pinched up" when taking the injection. The following information was provided by the initial reporter: consumer reported, patient end of pen needle, bent during injection he does prime before use he pinches up, when taking injection he rotates injection sites stated, a year ago, he took 10 units now he's taking 24 units stated, its taking longer to dispense 24 units, (he's only counting 5 seconds, explained to count 10 seconds).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle bent during the injection, and took longer to dispense "24 units" of insulin after counting for "5 seconds". The consumer reportedly "pinched up" when taking the injection. The following information was provided by the initial reporter: consumer reported, patient end of pen needle, bent during injection, he does prime before use, he pinches up, when taking injection, he rotates injection sites, stated, a year ago, he took 10 units now he's taking 24 units, stated, its taking longer to dispense 24 units, (he's only counting 5 seconds, explained to count 10 seconds).